Manufacturer narrative:
Field service engineer (fse) noted the new probe tubing was leaking and reattached tubing.

Event description:
A field service engineer (fse) was repairing the system and found sample probe leaking from top of probe. No injury was reported.